Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. Date of implant estimated. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of re-stenosis is listed in the rx graftmaster instructions for use as a potential adverse effect. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.

Event description:
This event was captured based on literature review of the following publication from the journal of invasive cardiology 2013; 25:e93-e95): "a coronary pseudoaneurysm within a restenotic stent treated by implantation of a pericardium-covered stent and drug-eluting balloon." It was reported that a general comment was made regarding the general use of jostent graftmaster polytetrafluoroethylene (ptfe) covered stents: ptfe-covered stents exhibit a high rate of restenosis, occurring in roughly 30% of the cases, mainly at the stent edges. No additional information was noted.